Event description:
It was reported that post an afib clinical trial procedure, a vascular access complication occurred. It was stated that there was a local hematoma/ ecchymosis. Minor intervention was performed, namely sand bag manual pressure. Event was stated to be anticipated; possibly device and procedure related. Patient condition had since improved.

Manufacturer narrative:
(B)(4).